Event description:
Caretaker alleges,"she was transporting the patient in the lift and the lift would not move up or down to release the patient. Caretaker also alleges that the customer was in mid-air for seven minutes before the lift finally started working to release the patient downward."

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model grpl450-1, serial number/date code (B)(4) is approximately 3 months old. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's caregiver called stating that the grpl450-1 lift would allegedly not release to lower patient. The caregiver was transporting the patient, while patient was in midair, the lift would not move up or down. The patient was allegedly in midair for approximately seven minutes before the lift started to descend. No injury alleged